Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered when the patient was disconnected from one stay safe connector and then connected to another stay safe connector. The fluid was from the first stay safe connector that the patient was not connected too. No fluid came in contact with the cycler. The patient reported receiving a patient line is blocked message during fill 1 of 5 of treatment and the treatment was cancelled. The message occurred multiple times. The patient line clamp was open, was not kinked, the stay safe connector blue pin was pushed in and the patient line has two stay safe connectors. The cause of the leak is unknown. Additional information requested but has not been obtained.

Manufacturer narrative:
Correction provided in h4.

Event description:
It was reported that a fluid leak was discovered when the patient was disconnected from one stay safe connector and then connected to another stay safe connector. The fluid was from the first stay safe connector that the patient was not connected too. No fluid came in contact with the cycler. The patient reported receiving a patient line is blocked message during fill 1 of 5 of treatment and the treatment was cancelled. The message occurred multiple times. The patient line clamp was open, was not kinked, the stay safe connector blue pin was pushed in and the patient line has two stay safe connectors. The cause of the leak is unknown. Additional information requested but has not been obtained.

Event description:
It was reported that a fluid leak was discovered when the patient was disconnected from one stay safe connector and then connected to another stay safe connector. The fluid was from the first stay safe connector that the patient was not connected too. No fluid came in contact with the cycler. The patient reported receiving a patient line is blocked message during fill 1 of 5 of treatment and the treatment was cancelled. The message occurred multiple times. The patient line clamp was open, was not kinked, the stay safe connector blue pin was pushed in and the patient line has two stay safe connectors. The cause of the leak is unknown. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.